Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior and underweight. A visual and micro analysis was performed which identified: a sharp opening, non-penetrating nicks, a crease fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.